Event description:
It was reported by a company representative that a handheld computer would not hold charge as the battery life would deplete quickly after charging. The handheld remains in use by using the ac power supply while interrogating patients. Good faith attempts to obtain additional information have been unsuccessful to date.